Event description:
An abbott field service representative (fsr) was injured when working on a cell-dyn 3700 sl analyzer at the customer site. The fsr cut the thumb of his right hand on the base of the sample syringe of the cell-dyn 3700 sl instrument. The fsr was wearing protective gloves at the time of the event. The fsr was referred to the facility, by the abbott medical department. The cfse ordered monitoring/preventive treatment consisting of blood samples drawn for hiv and hepatitis profile, vdrl, metabolic panel, ptt, pt, cbc and urine was collected for glomerular filtration rate. The fsr also received an anti-tetanus vaccine. Preventive treatment will continue for 28 days. No further information was provided at this time.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Personal injury. Investigation summary: on 01/22/2009, an abbott field service representative (fsr) received a right hand thumb cut caused by a sample syringe base during a technical service visit for a cell-dyn 3700 instrument. During the incident the fsr was wearing protective gloves. The fsr received first aid treatment and preventive treatment for 28 days and was allowed to return to work. Additional information received on 04/06/2009, confirmed that the fsr was performing service of the cell-dyn 3700 to resolve a low rbc value in quality controls. During the inspection, the fsr found a leakage in the connector of the sample syringe and proceeded to replace it. When the sample syringe was in the hands of the fsr, the fsr did not realize that it was broken and received a right hand thumb cut. The sample syringe was discarded. The cell-dyn 3700 system operator's manual (revision f), troubleshooting guide, syringes, indicates that it may be necessary to replace a syringe to correct a problem, for example, if a syringe is cracked or broken. Replacement instructions for the sample syringe are provided under chapter 9, maintenance. A review of complaint reports, did not indicate any adverse trend for the cell-dyn 3700, for the reported issue. The event is addressed in labeling: cell-dyn 3700 system operator's manual, revision f: troubleshooting guide, maintenance based on the investigation, no product deficiency or malfunction was identified for the cell-dyn 3700 instrument for the reported issue. There was no systematic issue with the cell-dyn 3700 product line. This is the final report.